Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the loading unit was partially fired, the loading unit anvil was bowed, the knife bar assembly was buckled, and the anvil clamping mechanism was deformed. During functional testing, interference was noted upon attempt to remove the subject loading unit from the instrument shaft. The loading unit was forcibly removed from the shaft. The difficulty encountered during removal has been attributed to the observed loading unit knife bar-assembly damage. It was reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Bowed anvil and buckled knife-bar assembly may occur either by application over tissue that is beyond the recommended thickness range, or by application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medt ronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic esophagectomy surgery, upon transecting stomach, the rel oad could not be unloaded from the stapler. The surgeon used another pair of handle and reload instead to complete the surgery. There was no patient injury. Medtronic¿s initial evaluation of the incident device found that the device had a deformed clamping mechanism and the knife-bar assembly was buckled additional finding(s) include: the device was found to be partially fired. The instrument's anvil was bowed.